Event description:
One day postop, tee showed one leaflet was stuck in the half open position. It was believed that the impeded leaflet was likely due to the pt's thickened ventricular septum. Emergent reop was performed and the valve was found to function normally with no apparent obstacle. The valve was replaced with a 19mm valve. One day following the 2nd surgery, the pt experienced a decreasing heart rate and blood pressure and expired.